Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture break? If yes, when did it break (before use on the patient, during use on the patient, after use on the patient, not used)? Please provide the lot number. Were there any patient consequences? Could you please confirm the device's availability for return? If available, please provide the device return status/follow up. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The thread was brittle, without the usual resistance, leading to the risk of suture dehiscence. No adverse patient consequences were reported. Additional information was requested.